Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system required station reimage from host conversion. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required station reimage from host conversion. A technical support specialist (tss) remotely accessed the station, deleted the dsclientoltp file, addressed a fatal error encountered during med application repair by launching structured query language sql server management studio ssms as administrator, granted system and carefusion admin users sysadmin roles, successfully repaired the med application, completed a full synchronization, restarted the maintenance service, and confirmed host conversion. The system functioned as intended after the technical support specialist troubleshot the device.